Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 2 open pouches, unopened ampoules with leakage signs. Analysis and results: there are four previous complaints of this code-batch regarding the same issue. We manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received two open pouches that contain unopened ampoules. Both ampoules received have been optically evaluated and a defect in the tip of the ampoule was found. The tip is bent. The leakage of the glue occurs at this point. The device history record of this product has been reviewed and no deviations regarding this issue have been found. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 when additional information is received a follow up report will be submitted. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s.

Event description:
It was reported by the healthcare professional "after opening the package, leakage is found of the product. Which affected the normal use of the product. However, due to early detection, no patient injury was caused."